Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative 3 regarding patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported patient was referred out for a catheter revision. At the procedure, current managing physician performed the catheter dye study and found no apparent leak or obstruction. Patient reported some withdrawal symptoms. The issue was said to have been resolved. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.